Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. Per the instructions for use, arten600341730, ver b, precautions to ¿avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level, blood or saline may leak from the introducer hemostasis valve during insertion. Leaking of blood or saline from the valve is a sign that the introducer¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure using pulsed field ablation, there was a blood and air leak from the sheath. The sheath was prepared and inserted into the patient. After a successful transseptal, there was no air in the initial aspiration. While mapping with the diagnostic catheter, bleed back and air were noted during aspiration. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.